Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found bending angle in down direction does not meet the standard value due to wear of angle wire. Adhesive around objective lens has a chip, adhesives around lens guide lens has white-clouded area, distal sheath has slack and adhesive on distal sheath has a crack. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope did not pass leak test. It is unknown when the event occurred. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: auxiliary jet channel has foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the legal manufacturer¿s investigation and the available information, the white foreign material in the auxiliary channel could not be identified. The likely cause for the remaining material in the channel may be related to the reprocessing of the device; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. The IFU states the preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.